Manufacturer narrative:
A2: patient date of birth provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was having door cycling issues. The pendant will say that the door is open when it is closed and vice versa. This was reported outside of a procedure. There was no patient was present.

Manufacturer narrative:
H3) additional information was received that the door switch assembly was returned and analysis was performed. Analysis revealed that an electrical failure was confirmed. Continuity testing of the switch noted that while depressing the plunger, excessive pressure was require to actuate the switch. The plunger rebound is slow after release. There was a faulty door switch assembly. H6) fdm 10, fdr 120, fdc 4307 are still applicable to the concomitant product bi71000166 based on this additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was having door cycling issues. The pendant said that the door was open, when it was closed and vice versa. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:kit svc bi71000264 86 degree lexan chan , serial/lot : none product ID:kit svc bi71000270 channel 94 laser mod , serial/lot : none product ID:kit svc 02 bi71000135 cover door cap low , serial/lot : none product ID:kit svc o2 bi71000503 inner gan cvr kit , serial/lot : none product ID:kit svc o2 bi71000144 cover upr door cap , serial/lot : none product ID:kit svc o2 bi71000159 cvr inr gntry 135d , serial/lot : none product ID:kit svc o2 bi71000166 cable door sw assy , serial/lot : rev. 2 a1-a5: additional information received from a manufacturer representative provided the patient information. B5, b7: additional information received from a manufacturer representative reported that the event occurred during a spinal procedur e. There was no patient harm and the procedure was not delayed over an hour. E1-e4: additional information received from a manufacturer representative provided surgeon information. H3,h6: a medtronic representative went to the site to perform a system check out and they found that the side wall switch had intermittent operation, the light channel inserts were breaking, and the covers were cracked. The representative replaced the switch, adjusted all door switches, replaced the light channel and covers, and then realigned the new covers. The system was tested and functioned as intended. Fdm10, fdr180, fdc4307 are applicable to bi71000264, bi71000270, bi71000135, bi71000503, bi71000144, bi71000159. Fdm10, fdr120, fdc4307 are applicable to bi71000166. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.